Manufacturer narrative:
Manufacturer's report date: 06/04/2014. (B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported the dose request button on the pca pendant stuck down and the patient continued to receive medication. Customer reported dilaudid 6mg/30ml in a 60ml syringe was programmed to deliver 0.5mg per pca dose, lockout 15 minutes with a max limit 4 hours. It is unknown how much medication was delivered to the patient. The patient remained awake, alert and notified the nurse of the issue. No patient harm or medical intervention required. Although requested, no further patient or event information was provided.